Event description:
It was reported that during implant attempt, there was no capture, the helix would not deploy, and there was positioning difficulty. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): distal conductor distorted, blood was noted on the helix mechanism, and the lead was damaged at implant; the analyst noted that due to the lead being returned with the distal coil distorted within the connector, it was not possible to extend or retract the helix; full lead returned and analyzed.